Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that additional medical intervention, an osteotomy, was required. The surgery was successfully completed and no surgical delay. All the fragments were removed, nothing was left in the patient. No further rescheduling was necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H3, h6: part number: 314.041 lot number: 630p893 manufacturing site: hägendorf release to warehouse date: 08-mar-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that scrdriver 3.5 t15 w/groove l200 had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the scrdriver 3.5 t15 w/groove l200 would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the doctor used the stardrive screwdriver to remove a screw that the patient had in the proximal tibia. The screw would not turn and the doctor applied force and part of the tip of the screwdriver remained in the head of the screw. The doctor requested instruments made of another material, took out the tungsten drill and drilled the head and was able to remove the plate and screw. No fragment of the screwdriver remains in the patient.